Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported the 3 of the bd luer-lok¿ tip syringe only leaked. The following information was provided by the initial reporter: caller states they have a 30ml syringe that they are drawing up lipids in. Caller states in the plunger there are two rings on the tip of the plunger. Caller states there is fluid in between the two rings. Caller further explained when they drew up the lipids, it is some of the lipid solution that is between the two rings on the plunger. Caller states this also happened yesterday with 3 different 30 ml syringes. Caller states the fluid is not leaking out but he was not sure if this is defect in the syringe or if it is okay to use. Caller provided syringe reference number (B)(4). He does not have the syringe box with him to get the lot number but he will get it after the call.

Event description:
It was reported while using bd luer-lok¿ tip syringe only leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: caller states they have a 30ml syringe that they are drawing up lipids in. Caller states in the plunger there are two rings on the tip of the plunger. Caller states there is fluid in between the two rings. Caller further explained when they drew up the lipds, it is some of the lipid solution that is between the two rings on the plunger. Caller states this also happened yesterday with 3 different 30 ml syringes. Caller states the fluid is not leaking out but he was not sure if this is defect in the syringe or if it is okay to use. Caller provided syringe reference number 302832. He does not have the syringe box with him to get the lot number but he will get it after the call.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.